Manufacturer narrative:
The manufacturer service technician was unable to confirm the reported event of overheating.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.